Event description:
It was reported that the fiber tip detached after 16,595 joules of use and 16:23 minutes. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. The patient outcome was not reported.

Manufacturer narrative:
Serial number updated. Device avail for evaluation? Updated. Returned to manufacturer date: added. Device eval by manufacturer updated . Device eval by MFR sum attach updated. Evaluation method codes updated. Evaluation result codes updated . Evaluation conclusion codes updated. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the fiber tip is attached to fiber. The glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip detached after 16,595 joules of use and 16:23 minutes. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. The patient outcome was not reported.